Event description:
While removing blood pack units from foil pouch, employee was stuck with an unused needle. It was reported that the needle cover had fallen off. No medical intervention was required. Employee is in good condition.